Event description:
The catheter was placed in 2001. The pt presented with nonfunctioning catheter. Dr. Went to exchange catheter and found the line had split inside the pt along middle of catheter. Removed. No other info provided.